Event description:
Medtronic rep reported the site wants to navigate the apt with a sextant driver attached. The surgeon does not want to have that "halo" effect around the screw, it can only be removed by installing spine tools 10. The software is un-verifying instruments during mid-case while using synergy spine 1.7 and then using 2.0 (they interface with a c-arm). No pt involved.

Manufacturer narrative:
Medtronic software investigation is underway.